Event description:
The device was used during a tah. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site to remove the device and complete the procedure.